Event description:
It was reported during an ablation procedure for ventricular tachycardia using a therapy cool flex ablation catheter, the patient developed a tamponade due to ventricular perforation requiring pericardiocentesis. The therapy cool flex catheter was used in the right ventricle to create an anatomic model and activation map on the ensite velocity system. After 2:30 minutes, and right before starting to deliver rf therapy, the physician noticed the patient's pressure had decreased and the heart's silhouette was not moving on the fluoroscopic view. An echocardiograph was then performed and it was noted the patient had a tamponade due to ventricle perforation. The catheter was then removed from the patient and a pericardiocentesis was performed to treat the tamponade. The patient was then transferred to intensive care unit to be observed. A few hours later, the patient's condition was listed as stable.

Manufacturer narrative:
Device evaluated by the manufacturer-visual inspection revealed the luer extension tube was slightly loose, but it did not go in and out of the catheter handle and did not affect the catheter functionality. The catheter tip was investigated under the microscope, no nonconformity was observed. The catheter created a curve when deflected which matched the required template. The steering force to create the curve met the required specification at (B)(6). The catheter passed the continuity test. The EKG noise level test passed. The pressure drop test passed. The ablation simulation test passed and the flow rate test passed. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification for the perforation and tamponade is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.